Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. E1. Initial reporter phone: (B)(6). No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had occlusion seal were broken. This issue may increase the risk of fluid ingress and could potentially result in an interruption of therapy. There was unknown patient involvement, and unknown harm was reported.